Event description:
Patient had surgery on her right shoulder where the suture grasper was used by surgeon at that time. She reinjured her same shoulder. The CT scan revealed a metal in the region of the greater tuberosity as well as reinjury to shoulder. At the time of the second surgery, the foreign body was removed. It represented a portion of a suture retriever used during the repair of her previous procedure.